Event description:
Facility technician reported several patients received hemodialysis on the baxter sps 550 and the healthcare proffessional reported more weight was removed than the goal set. No further information was available for this report.